Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after the device was positioned inside the patient, it was discovered that the device did not conduct electric current. Therefore, the procedure was completed with a different device (papillotomy knife/olympus). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after the device was positioned inside the patient, it was discovered that the device did not conduct electric current. Therefore, the procedure was completed with a different device (papillotomy knife/olympus). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual evaluation of the returned device found that the exposed cut wire was blackened/burnt and the distal pierce hole was melted approximately 1 mm. Functional evaluation found that the device bowed according to specification. The returned device functioned as intended with respect to electric functioning (connectivity/resistivity). The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. The investigation was unable to confirm the reported complaint. Result - operational problem: although the reported problem was not confirmed, (B)(4) is being used to capture the melted working length.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.